Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had his system controller exchanged due to multiple pump power elevations and low flow alarms. Approximately five day s later, the second system controller exhibited the same multiple pump power elevations, periods of low flow events and "pump off" notifications on the history screen. The patient was asymptomatic at the time of the incident. It was reported that the attending physician decided to place the patient back on an epc system controller and stated that the pump power elevations and alarm conditions subsided and did not reoccur. No further information is available at this time.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The report of power elevations, low flow, and motor stopped alarms were confirmed based on the information contained in the log file. The data log file retrieved from the returned system controller contained approximately 2 days of data from (B)(6) 2014 to (B)(6) 2014 according to the time stamp. A functional test was performed and the returned system controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop and the power elevations, low flow and motor stopped alarms were unable to be reproduced. A root cause for the event was unable to be determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.